Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of salpingo-oophoritis ("salpingitis and oophritis") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, abnormal uterine bleeding, asthma, smoker, dyspareunia, right lower quadrant pain, nickel allergy, abdominal pain and dyspareunia. Concurrent conditions were listed as pelvic cellulitis and parametritis. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced salpingo-oophoritis (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered salpingo-oophoritis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: salpingitis and oophoritis clubbed to salpingo-oophoritis. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of salpingitis ("salpingitis") in a 32 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain female, abnormal uterine bleeding, asthma, smoker, dyspareunia, right lower quadrant pain, nickel allergy, abdominal pain and dyspareunia. Concurrent conditions were listed as pelvic cellulitis and parametritis. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced salpingitis (seriousness criterion intervention required) and oophoritis ("oophoritis"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered oophoritis and salpingitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-sep-2023: medical record received. Event salpingitis & oophoritis added. Medical history, reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.